Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device was showing service required message. There was no report of patient harm or injury. The device was returned to the third party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected, and visible foam particles were observed. In addition, the inspection found reboot error of motor connection, blower box and circuit board, and the device was scrapped.